Event description:
Reporter alleged blood glucose measured 349 mg/dl back to back with a result of 143 mg/dl when tests were performed 2 minutes apart. It was stated customer had no symptoms at the time of the testing. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.